Manufacturer narrative:
The device did not leak, but failed for insufficient nosecone bounce.

Event description:
The core impaction drill was sent for eval due to leaking an unk substance during a procedure. The procedure was completed with a readily available alternate device w/o any clinically significant procedure delay. No adverse event was associated with the device.